Event description:
The bed's right side head siderail would not lock/latch in the up position.

Manufacturer narrative:
Upon complaint review it was determined that it is a reportable event for siderail not latching. The technician replaced siderail hardware which resolved the problem.